Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The device is currently en route to the MFR. We will provide a follow up report once we have received the device and carried out an investigation.

Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit appeared to be leaking. No pt consequence was reported.